Event description:
It was reported that during a sleeve gastrectomy procedure, the device would not cut and partially stapled. At the second reload, the stapler locked when the surgeon was going to cross another staple line (the stapler closed on tissues, could not staple or cut). So the surgeon took another device to end (same reference, same lot). On the high side of the stomach, the knife forced the tissues out of the jaws, and the tissues were partially stapled. The tissues failed, a fistula and an abscess appeared. The abscess has been drained, and the operation normally ended (no more details). Patient with bmi>50kg/m2. The patient had to go back to surgery on (B)(6) for abscess and a leak of the staple line. A lung disease appeared and she is still incubated and ventilated in intensive care unit. Two devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information has been requested, no response has been received to date.